Event description:
It was reported, the camera head presented no image. The camera was plugged into use and failed immediately. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found poor color image due to faulty ccd, puncture on cable, smashed connector tip, and a failed leak test between charged coupled device and body cover. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Pg. 11 olympus will continue to monitor the field performance of this device.